Event description:
Technician alleged that the brakes would engage but the brake casters at the head end would swivel. No pt impact.

Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.